Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (erbe) displayed an error m-11 and the coagulation function was not working. The technical service engineer (tse) reviewed the logs and found errors m-11, m-18, c-38, and 32202. The customer had changed out the instrument and energy cable but the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The top cover had a minor scratch.